Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. The up arrow keypad button was intermittently unresponsive and the contrast button was unresponsive during testing. The down and ok keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts. The keypad symbols were worn.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient noted that the symbols on the keypad buttons were worn off completely. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with (B)(4). There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and the contrast button was unresponsive; all other keypad buttons responded appropriately. Evidence of contamination was found under all key contacts.